Event description:
Patient was on a pb 840 mechanical ventilator. Pt returned to ICU from interventional radiology and was placed on the ventilator, which was ventilating fine. Two to five minutes later the ventilator shut down, the screen went blank and the ventilator stopped functioning. The patient was removed from the ventilator and manually ventilated. Ventilator was turned off and on without success and was removed from service and brought to the respiratory care biomedical engineering shop. There was no harm to the patient.